Manufacturer narrative:
Date rec¿d by MFR : 26feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the blower motor assembly. The customer replaced the blower and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an error 1122 (high blower temperature alarm). There was no patient involvement. The event date was not specified; estimate used.